Event description:
In (B)(6) 2011, basal bolus was stopped and pt was prescribed insulin pump with actrapid and she chose ibgstar as glucose meter to get all her blood glucose values recorded. Pt reported that it took her around 15 days to adjust insulin doses from insulin pump since blood glucose values measured with ibgstar seemed to be higher and she consequently increased insulin dose and she developed hypoglycemia. Pt was not hospitalized.

Manufacturer narrative:
Meter requested from customer. Report will be updated if add'l info becomes available.